Event description:
Initial reporter indicated that the patient was seen in the office, and had high lead impedance on their systems test. The patient was also having increased seizures and, unknown if over their pre vns seizure rate. The surgical consult has been scheduled for the patient. X-rays were received for review, that it appeared the negative lead connector pin was not fully inserted into the generator connector block, but the positive lead connector pin was fully inserted. In the portion of the lead visible, no obvious discontinuities or acute angles were observed. Additionally, there was a portion of the lead body that was located behind the generator, which was not able to be assessed. The cause of the high impedance was most likely because the negative lead connector pin was not fully inserted into the generator connector block. Good faith attempts are being made for additional details surrounding the events.

Manufacturer narrative:
X-rays reviewed by manufacturer. X-rays reviewed by manufacturer and it appeared the negative lead connector pin was not fully inserted in the connector block header of the generator. User error caused event.